Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bleeding open wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a dynashield skin protectant cream for the skin irritation.outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.